Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right partial nephrectomy, the tower experienced a non-recoverable error at the time of tumor dissection and when the arteries were clamped. The scrub nurse removed the instruments from the patients cavity and undocked the arms and moved them away from the patient. The system was restarted which resolved the issue and the surgery continued but there was a delay of more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the provided image and the associated device data logs for the reported tower 240v. Evaluation of the provided image of the operating room team interface error log was provided. The instruments and endoscopes icons above the endoscope image are greyed out. There are three errors shown on the error log: 'warning: system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use.', 'arm 1: warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support.' And 'arm 2: warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support.' Evaluation of the device data logs indicate that the tower experienced the non-recoverable error code 'main system computer (msc) observer position control in locked state error). It was triggered because the msc observer detected that the right trigger of the surgeon console was not clicked before instrument position control was activated even though the msc controller detected it. This seems to be a timing edge case in the msc that triggered the error, causing a soft stop error on every arm and preventing tele-op. Evaluation of the tower 240v confirmed the reported condition. The most likely cause was determined to be software issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right partial nephrectomy, the tower experienced a non-recoverable error at the time of tumor dissection and when the arteries were clamped. The surgeon was unable to gain access to the hand controllers on the surgeon console (sc). The scrub nurse removed the instruments from the patients cavity and undocked the arms and moved them away from the patient. The system was restarted which resolved the issue and the surgery continued but there was a delay of more than 30 minutes. There was no patient injury.